Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mbt tray impactor was cracked into 2 pieces. Another mbt impactor was used from the patella and general instruments. The procedure was completed.

Manufacturer narrative:
No device associated with this report was received for examination depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.